Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, multiple episodes of low impedance were observed on the atrial lead from (B)(6) 2015. The lead was capped and replaced.